Event description:
Patient reported that the the monitor failed to power up after replacing the battery. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.